Event description:
It was reported that (4) devices were used during a hernia repair. It was reported by the affiliate that the ems instruments jammed and the staples fell into the pt. The surgeon was able to remove the staples. Another instrument was used to complete the case. There was no further consequence to the pt.